Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. An emerald rusch fiber-optic blade was attached to the disposed and engaged. After engagement the led beam of light was being projected , but it was lightly flickering. Based on the investigation performed, the reported complaint was confirmed. A possible root cause to this intermittent lighting may be due to debris/residue from manufacturing that caused a faulty connection. The next generation lots have an added cleaning cycle for the connection points in the cartridge, which was put in place to alleviate this issue of intermittent lighting.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.

Manufacturer narrative:
(B)(4). It is unknown if the device was in use or in preparation for patient use at the time the alleged issue was detected.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the light fails to come on or the light would flicker. No patient injury reported.